Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient faced a high blood glucose of 470 mg/dl. Therefore, the patient was hospitalised from (B)(6) 2024. The patient was in hospital for five days. Currently, the blood glucose level of the patient was 191 mg/dl. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the complaint (B)(4) has been evaluated. The batch 5399323 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction guideline for test of ref. Samples buid-umd version 11 for the code no malfunction based on complaint information. Complaint investigations: the following test was performed: visual test according to with work instruction version 15. Test on reference samples, (B)(4) passed the test. Functional test 1 according to with work instruction version 10 test on reference samples, (B)(4) samples passed the test. Functional test 1 according to with work instruction version 25 test on reference samples, (B)(4) samples passed the test functional test 1 according to with work instruction version 10 test on reference samples, (B)(4) samples passed the test a batch record review was conducted resulting in the following: the lot 5399323 was manufactured according to the document version 71 on the packing process in the machine 12, on 16-aug-2022, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event: as a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.